Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band, the devices were leaking. The same devices were used to complete the case. There was no consequence to the pt.